Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the pulse wire in the cable connecting ECG "a" and the front therapy electrode was exposed, causing an intermittent short. The electrode belt was able to pass all functional testing. The root cause for exposed pulse wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a service code 204 (electrode belt unusable).